Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the prosthesis did not inflate as the cylinder had burst. A new inflatable penile prosthesis was implanted. Following the procedure the patient was stable and the event resolved. No patient injury.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the prosthesis did not inflate as the cylinder had burst. A new inflatable penile prosthesis was implanted. Following the procedure the patient was stable and the event resolved. No patient injury.

Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally test and failed deflation and activation test. Product analysis confirmed the reported events.